Event description:
A customer reported receiving high readings on their freestyle mini meter change. There was no report of death, serious injury or mistreatment. The customer's memory overwrite malfunction on 11 jan 07.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the fa16may2006 letter.